Event description:
It was reported the patient's blood glucose level rose to 399 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The device was returned and evaluated. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The external portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.6 cloud - smartphone hardware iphone14.2 cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.